Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that due to not applanating completely and leaving meniscus within the flap he created an incomplete flap on the left eye. Surgeon contacted abbott and for support and was recommended not to lift the flap and he opted to perform photorefractive keratectomy with excimer.